Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed an a second and third proglide devices were used with the same results. The puncture site was borderline high at approximately the take off of the inferior epigastic artery. After the devices were removed a large dissection in the area of the puncture site was noticed. Angioplasty ballooning was performed unsuccessfully to treat the dissection. Arterial surgical repair is planned; however, exact date of surgery is unknown. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.devices #1 and #3: proglide (part #12673-03; lot #unk), are being filed under separate medwatch MFR numbers.(B)(4) (incorrect anatomy - not the common femoral artery).